Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that during a supply change the user did not observe insulin drops during fill tubing, encountered an ¿unable to proceed¿ alert without a corresponding notification, completed a successful dry run, switched to additional supplies, and then completed fill tubing successfully, consistent with a failure to infuse associated with a motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem was identified, and the event aligned with failure to infuse associated with the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.